Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation. The customer did not provide any information as to if this was the initial use of the device. A follow-up report will be submitted when the evaluation has been completed. A follow-up report will be submitted when the evaluation has been completed.

Event description:
The rotator broke during use. Injector settings: 15 ml/sec for a total of 30 ml at 800 psi. No harm or injury was reported. The customer reported two defective devices but did not provide any further information or clinical details for the additional event. Therefore, this single form FDA 3500 will be submitted for this complaint.